Event description:
Pump declared an altitude alarm, and customer's blood glucose level impact was not reported. Insulin delivery was interrupted as the customer's insulin was suspended due to the alarm condition. Despite instructions to remove any obstructions, clean the pump, and attempt cartridge reconnection, insulin could not be resumed. Troubleshooting continued to no avail, prompting tandem technical support to replace both the pump and cartridge. The customer was knowledgeable in placing the pump into storage mode and will use multiple daily injections (mdi) as a backup therapy until the new equipment arrives.